Manufacturer narrative:
The drill was received by the MFR, however the complaint could not be replicated. The device eval revealed that the drill performed according to all specs, and no damage to the hose was detected. Due to the age of the device, the hose assembly was replaced for preventative maintenance purposes. The drill was returned the user facility.

Event description:
It was reported by the user facility that the pneumatic drill was leaking air. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.